Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy. The customer reported a blood glucose (bg) level of 303 mg/dl, as a result of recently eating a meal. The customer would address bg level with a correction bolus via manual insulin injections.